Event description:
On 10th june 2026, it was reported by an arthrex employee via email that for an ar-8850, centerline¿ endoscopic carpal tunnel release instrument, an attempt was made to insert the scope; however, it could only be inserted partially and could not be fully advanced. This was detected during an unknown procedure on (B)(6) 2026. The procedure was completed successfully as a new unit was opened and inserted without any issue. No significant surgery delay reported. Nothing remains in the patient. No additional anesthesia administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.